Event description:
The facility's biomedical engineer reported an infusion pump with failure code 812:02. It is not known if the device was being used on a patient at the time it went into this failure code. Information was requested regarding the date the report occurred, the medication involved, pump programming and setup information, specific patient details, tubing product code and lot number being used, but no additional details were available. Alternate contact information was requested but no alternate contact was identified. No adverse outcome resulted.